Manufacturer narrative:
The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results there were no issues during the manufacturing process. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: a root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
Patient reported the upper tray became stuck when both pieces were connected. She struggled for nearly an hour to remove it, claims to have injured an upper tooth, and believes a filling was pulled out. She is requesting a refund and plans to see a dentist. Patient alleges a filling was pulled out. No medical intervention as been required yet but the patient was advised to see a dentist. The patient stopped using the device around on (B)(6) 2025.